Event description:
The rptr recently received the coroner's report on an incident that occurred on 12/12/94. Death of the pt was due to mechanical asphyxia caused by the wheelchair seat belt. A mandatory report will also be submitted.